Manufacturer narrative:
A1 - patient identifier: (B)(6) e1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 5.0 x40, 40cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
A1 - patient identifier: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30 mm in length and extended from a position 4 mm distal of the proximal markerband to 5 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 5.0 x40, 40cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported that the target lesion was mildly calcified.

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 5.0 x40, 40cm gladiator elite balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. It was further reported that the target lesion was mildly calcified.

Manufacturer narrative:
A1 - patient identifier: (B)(6). E1 - initial reporter address 1: (B)(6).